Event description:
It was reported to vyaire medical that the sipap ventilator has high pressure alarm during patient use. The unit was swapped to another sipap ventilator. There was no patient harm reported with this event.

Manufacturer narrative:
H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.